Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the physician attempted to implant the right ventricular (rv) lead, it became lodged into a sub-cardiac vein. After multiple attempts, the lead was finally dislodged from the sub-cardiac vein and was removed intact. The physician requested a new lead for implantation. No patient complications have been reported as a result of this event.